Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, a plastic piece at the end of the cannula broke off and fell into the pt's cavity. The piece was removed without pt injury.